Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had lines on the insulin pump. Customer's blood glucose level was 178 mg/dl. Customer stated that it appears to have burn marks and black marks on the screen. Customer was using an energizer aaa alkaline battery. Customer was advised that the pump will need to be replaced. No additional information provided.